Event description:
Customer reported the system is losing images and not saving images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the image control cpu card. System operates as intended.